Event description:
The customer reported not feeling well and waking up with the insulin pump alarming. Then the customer set his full cannula to 7.8 units of insulin. The customer stated that he would like the paramedics to be called. The paramedics were called. Then the customer stated that he would like to go to the hospital. The customer was sweating, and his blood glucose was 170mg/dl. The paramedics arrived and had customer to disconnect the call. Called customer to get more information on the event. The customer stated that he did over delivered insulin, which caused to drop his glucose level. The customer stated that while the paramedics were at his home his glucose became stable and they left. Offered to troubleshoot the insulin pump and the customer declined because he believes it was due to over delivered insulin. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.